Event description:
The article aimed to compare the thin-strut sirolimus-eluting iron bioresorbable scaffold (ibs) with the xience xpedition metallic cobalt chromium everolimus-eluting stents (cocr-ees) in patients with coronary artery disease from the ironman-ii trial. Adverse events associated with the xience xpedition stents include cardiovascular death, myocardial infarction, target lesion revascularization, target vessel revascularization, vessel recoil, restenosis, and stent thrombosis. Bail out stenting was required in 3 lesions. The article concluded the sirolimus-eluting ibs was noninferior to cocr-ees for 2-year in-segment lll, qfr, and oct-derived flow area. Clinical event rates were also comparable between groups although non¿ischemia-driven revascularization rates were higher after ibs. Details are listed in the attached article, titled " sirolimus-eluting iron bioresorbable scaffolds vs everolimus-eluting stents for percutaneous coronary intervention: a randomized trial (ironman ii).¿ no additional information was provided. Implant date estimated as (B)(6) 2022. Date of event estimated as 4/10/2022.

Manufacturer narrative:
Attachment article, titled " sirolimus-eluting iron bioresorbable scaffolds vs everolimus-eluting stents for percutaneous coronary intervention: a randomized trial (ironman ii).¿ b3- date of event estimated as 4/10/2022. D6a-implant date estimated as (B)(6) 2022. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of myocardial infarction, stenosis and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The death mentioned in b5 will be filed under a separate report.